Event description:
It was reported there was a hole in the balloon. A 2.50mm x 20mm emerge balloon catheter was selected for dilatation. However, during unpacking, there was a hole noted on the balloon. The device was never used inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.